Manufacturer narrative:
The pump passed all operating currents tests. However, the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of motor error alarm, prime anomaly and high blood glucose readings from the insulin pump. The customer's blood glucose reading was around 386 mg/dl. The customer stated that the display read motor error. The customer stated that he did not see the bolus delivery screen with 0.0 units. The customer was assisted with clearing any battery out limit and bolus stopped alerts. The customer declined to troubleshoot for high readings. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.